Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced a crimped cannula that caused high blood glucose level, which the patient treated by using a new vial of insulin and loading it into a new cartridge. The patient received eight incomplete bolus alerts and patient's highest blood glucose level reported was 565 mg/dl. Subsequently, the patient was hospitalized for diabetic ketoacidosis on (B)(6) 2019 where the patient received lantus insulin from a drip and saline solution, which resolved the issue. Reportedly, the patient was treated with a heart medication for ketone levels. The infusion set had been in use for a day. The patient was released from the hospital on (B)(6) 2019. No further information available.